Manufacturer narrative:
The investigation into the pump stop has been completed since the original report was filed. The medical center did not return the impella product for benchtop analysis of the pump stop; only the clinical report was evaluated. The clinical evaluation revealed that the root cause of pump stop was an open electrical line as a result of patient movement. The failure mode will be monitored and trended.

Manufacturer narrative:
The impella device was not returned by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The user facility reported an impella 5.5 pump exhibited elevated motor current and a stoppage while a patient was ambulating. The pump had been running for approximately 29 days and was removed as a result of the stop. There was no patient impact related to the pump stoppage.